Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during implantation of implantable pulse generator (ipg) the physician "severed the nerves when they put in the new ipg". The ipg remains in use. No further patient complications have been reported as a result of this event.